Event description:
Hill-rom became aware of a complaint on one of its excelcare bariatric bed frames alleging the CPR handle was not working. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021. A hill-rom service technician performed an investigation at the service center and found the CPR cable disconnected from the handle. The technician reconnected the CPR cable to the handle and restored function back to the CPR assembly. This repair was found after a retrospective review of servicing activities and was processed as soon as it was determined to be a reportable malfunction.